Event description:
On (B)(6) 2014, a lewin clamp broke during the extraction of the femoral head during a right total hip arthroplasty. The clamp broke off at the 'junction' where the pincher component widens at the mid-section ("y") of the clamp proximal to the handles. X-ray revealed a small fleck of the metal in the subcutaneous tissues just lateral to the greater trochanter. The surgeon determined the risk of removal did not warrant further exploration (morbidity).